Event description:
According to the reporter, via dqrs "they were notified of two of their pts received recalled solution made by baxter for IV lines (they don't remember the name). One pt was admitted for central line related sepsis." Direct contact with the reporter yielded the pt's demographics and diagnoses, but did not provide any further info regarding product involvement, treatment or dates.